Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl, baclofen (unknown), clonidine via an implantable pump for non-malignant pain and spine/back. The hcp reported that the pump stalled for 10 minutes and recovered. The hcp stated that the patient did not have an magnetic resonance imaging (MRI) and known magnetic interaction. The hcp stated that the patient did not hear the alarm, but he performed an alarm test, and it was audible. The hcp stated that the patient was hard of hearing.